Event description:
Patient reports hospitalization, due to low blood sugar.

Manufacturer narrative:
The pump was returned to animas for evaluation. Evaluation revealed a crack in the battery compartment housing, which is unrelated to the complaint. The pump was found to be operating within required specifications and delivery accuracy.